Event description:
It was reported by service report that the customer disassembled the base to repair the brakes. They were not able to complete repairs and the stryker technician was called to complete the repairs. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.